Event description:
The complainant reported that the battery on the automated impella controller (aic) being utilzed for an impella 5.5 was not charging. The battery stayed at 50% and when plugged in, the charge never increased. There was no reported patient harm.

Manufacturer narrative:
The investigation into the reported battery charging issues has been completed. Data analysis of the automated impella controller (aic) logs confirmed the reported event. The reported event was also confirmed during functional testing at the bench level. The root cause was determined to be a defective battery due to cell imbalance. The failure modes will be monitored and trended.